Event description:
It was reported post op a swedish adjustment gastric band patient went to the emergency for acute dysphagia. A transit exam was performed on an emergency basis and revealed that no passage of the contrast product through the band was possible. A loosening was conducted in emergency and the control transit exam was good. In a follow up visit in 2009, the patient was good without any digestive symptom.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.